Manufacturer narrative:
A review of the device history record (DHR) found no manufacturing or inspection anomalies indicative of syringe issue. There was one sample returned for evaluation and the reported condition was confirmed. The condition was most likely caused by a flow obstruction as the place breach exhibited this visual characteristic and was identified at the thinnest part of the hub. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, the lot met all defined acceptance requirements and was released. The investigation did not identify a systemic issue with the product or process, and no trend exists for the reported condition. Therefore, a corrective and preventive action (CAPA) is not necessary at this time. This information will be utilized for trending purposes to determine the need for corrective actions.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that when drawing up the medication, the medication squirts out from the holes lower on the blunt tip. Additional information received from the customer stated that when the solution in the syringe is being pushed out, there are tiny little streams that come out of the syringe other than from the tip of the cannula. There were two tiny dots noted that spew out the liquid. There was no patient involved.